Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a loss of prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed multiple loss of prime warnings with low non zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the loss of prime issue was not duplicated. The force calibration testing passed. (B)(4).